Event description:
This report is filed due to recurrent mitral regurgitation and a single leaflet device attachment. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with chronic, ischemic functional mitral regurgitation (mr) grade 4+, with mitral annular calcification and leaflet tethering. A mitraclip was implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2022, the mr had increased to grade 4+ and the mitraclip had detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment. Reportedly, the echocardiogram was performed following a bacteremia event. No additional treatment was provided.

Manufacturer narrative:
The clip remains in the patient. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient event of mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment (slda)) appears to be related to patient anatomy (mitral annular calcification and leaflet tethering). The reported mr is due to slda. The serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2, h1: updated to death report based on new information received 12/08/2023. H6: health effect - impact code: 4614 removed.

Event description:
Subsequent to the previous reports, the additional information was received on 12/08/2023: on (B)(6) 2023, during hospitalization for septic shock, the patient had an episode of altered mental status and an ischemic stroke was diagnosed. Medications were provided as treatment. The patient experienced physical and speech debilitations. On (B)(6) 2023, the patient's dialysis access site was being evaluated when it was noted that they were hypotensive. Elevated troponin was noted, and a myocardial infarction was diagnosed. The patient was hospitalized with additional symptoms of hypothermia, severe hypoglycemia, and continued hypotension. Septic shock was diagnosed. Medications were provided as treatment. The patients prognosis was poor and they were placed on do not resuscitate orders. Comfort measures were provided. On (B)(6) 2023, the patient expired. Reportedly, the septic shock event was the primary adverse event that led to the patients death. The events were unknown if device related. No additional information was provided regarding this issue.

Event description:
Subsequent to the previous report, the additional information was obtained: the patient had presented lethargic on (B)(6) 2023. During this hospitalization, paroxysmal atrial fibrillation was noted. The patient had been on heparin medication. On (B)(6) 2023, the patient had presented with poor peripheral perfusion with an unclear etiology of infection or cardiogenic shock. A recurrent arterio-venous (av) graft thrombosis was noted. Septic shock was suspected. There were multiple potential sources for this shock including lungs, and arterial-venous graft infection. Per echocardiogram, there was no evidence of thrombus and the mitraclip device was securely positioned. There was no mitral stenosis. The events were unknown if device related. Per abbott medical review - there is no evidence that the patients death was related to the mitraclip performed approximately 2 year prior.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the reported patient effects of hypotension, cerebrovascular accident, shock, myocardial infarction, and atrial fibrillation, as listed in the mitraclip g4 system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The septic shock was the primary adverse event that led to patients death, per case details. The reported hypotension, cerebrovascular accident, shock, fatigue, myocardial infarction, and atrial fibrillation could not be determined. The reported medication required and hospitalization were a result of case specific circumstances as the patient was hospitalized for septic shock, and medications treatment were provided for the reported hypotension, shock, cerebrovascular accident, myocardial infarction, and atrial fibrillation. Per abbott medical review, there is no evidence that the patients death was related to the mitraclip performed approximately 2 year prior. There remains no indication of a product issue with respect to manufacture, design or labeling.